Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the hypersensitivity cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching and rarely may even lead to severe allergic reactions. Medical device site ulcer was related to device use although assessed as non-serious.

Event description:
A 45-year-old male patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was notified that the patient developed a disc-shaped, painful ulcer on the scalp and sought evaluation at a dermatology clinic. On (B)(6) 2025, novocure was informed that the patient discontinued optune gio therapy due to skin-related issues. On the same day, a report was received from the prescribing physician stating that the patient experienced a rash on the scalp and generalized rash affecting the body, which the physician considered to be related to optune gio therapy and suspected to represent an allergic reaction. The patient was prescribed oral enrofloxacin and bilastine.